Manufacturer narrative:
(B)(4). The device history records & receiving inspection report were reviewed for deviations and / or anomalies with no deviations and/ or anomalies identified. Verified item lot combination and reviewed manufacturing date as tasp exhibits signs of repeated use (nicked or gouged) and is fractured on the post. All pieces were returned. Reported event is not related to a combination of products; therefore, a compatibility review is not applicable. A complaint history search will not be performed as this device is within the scope of a previous CAPA design update. Medical records were not provided. Investigation into this issue determined that the likely root cause for the tasp fractures is bending/torsional loading on the device. A notification was sent to the field to provide additional clarifications relating to the instructions for use of the tasp construct for all users on file at the time of the field notice. Ps tasp top components and standard (non-cps) tasp bottom components have been modified to prevent fracture. The fractured tasp component in this complaint was manufactured before the design modification. Complaint confirmed. The root cause is considered to be a previously addressed design issue. A CAPA was previously initiated to further evaluate the reported event if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported a tasp was returned fractured on a worn instrument claim form. All pieces have not returned. No additional information.